Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited difficulty in pairing to the merlin mobile application due to a suspected bluetooth telemetry issue. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that intervention was attempted but unsuccessful.

Manufacturer narrative:
The reported of bluetooth malfunction was confirmed. Final analysis based on the information received was that the ble was disabled due to a software anomaly. No other anomalies were detected.

Event description:
New information received notes that the complaint of loss of bluetooth telemetry recurred. No further information was provided.